Manufacturer narrative:
(B)(4). The customer report of a bent spike was confirmed in the lab. A batch review was not performed as the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Baxter (B)(4) reported when the patient manually opened the lid of the clean flash device, the spike was broken. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.